Event description:
It was found the hand piece no longer meets the specifications for phase margin. Device used during a laparoscopic cholecystectomy. Another hand piece completed case. No pt consequence.